Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the subject device was returned with the locking wire still attached to the insert. A visual inspection was done by material analysis dated 12-jan-2015. See attached report in the communication log. Material analysis was performed and concluded that the locking wire was returned deformed and still attached to the insert. Scratching was observed on the insert at multiple locations in the vicinity of where the wire is seated. The damage was consistent with a the tabs of the acetabular cup not being able to properly engage the locking wire and contacting the insert, likely due to misalignment. No material or manufacturing defects were observed on the device features examined. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Clinician review of the provided information determined the likely root cause of the misalignment of the constrained liner was possibly due to difficult revision exposure that caused the failure of the locking mechanism. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
This case was a hip revision. The patient previously had an osteonics secure fit ha cup already implanted from a previous surgery. Doctor wanted a constrained liner because the patients leg had dislocated. The doctor trialed the constrained liner and asked to open that same size of the actual prosthesis. When impacting the actual prosthesis the metal locking wire around the outside of the liner did not fully engage and lock. The doctor then removed the liner and attempted to impact it again. When it wouldn't engage a second time the wire became loose when he removed it. The doctor then decided to not use the constrained liner and used an eccentric liner instead. The doctor verbally expressed that he was pleased and liked it better than the first option.

Event description:
This case was a hip revision. The patient previously had an osteonics secure fit ha cup already implanted from a previous surgery. Doctor wanted a constrained liner because the patients leg had dislocated. The doctor trialed the constrained liner and asked to open that same size of the actual prosthesis. When impacting the actual prosthesis the metal locking wire around the outside of the liner did not fully engage and lock. The doctor then removed the liner and attempted to impact it again. When it wouldn't engage a second time the wire became loose when he removed it. The doctor then decided to not use the constrained liner and used an eccentric liner instead. The doctor verbally expressed that he was pleased and liked it better than the first option.